Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blocked air channel during reprocessing involving an olympus duodenovideoscope. They attempted to manually push fluid through the channel but were unable to do so due to resistance. The customer suspected that the issue was caused by fluid invasion. There was no patient injury reported.